Event description:
The dental implant fx6010swc was removed on (B)(6) 2018 due to loss of osseointegration around 2 years and 6 months after implantation. The patient has history of diabetes and is a tobacco user. The doctor noted periodontal disease and bone resorption during explantation. The patient has recovered without complications.